Event description:
The customer reported 3 incidents where the blood pump tubing segment split during pt treatment, resulting in a blood loss of approximately 250cc for each incident. The customer also reported that the blood tubing was in use for over 24 hours (note: the instructions for use included with each blood tubing set recommend changing the blood tubing every 24 hours). The customer also indicated that treatment was continued with new tubing without incident. No injury or medical intervention was reported. These same facts apply to MDR nos. 2244060-2000-00008 and 00009.